Manufacturer narrative:
The insulin pump had no unexpected blank display anomalies, icon anomalies, or off no power anomalies/alerts noted during testing. The pump passed the pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The operating currents were in specification. The pump had a cracked case at the display window corners and a cracked reservoir tube lip noted. The pump had minor scratches on the lcd window, a cracked lcd window, scratches on the reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that she changed the battery on the insulin pump within the last 3 days and it seemed full. Customer's blood glucose was 400 mg/dl. Customer stated that she looked at the pump and it was turned off. Customer changed the battery and the pump came back on. Customer stated that it may have been like this for a few hours. Customer's blood glucose was 472 mg/dl at the time of the incident. Customer treated with a bolus on the pump when the display returned. Customer mentioned a crack on the front from the screen to the battery and reservoir compartments. Customer stated that it was normal day-to-day damage and the pump had two cracks. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.